Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. The patient stated she had received unspecified alerts the previous evening before going to sleep, but on (B)(6) 2020 she had no alerts. Her sister went into her room to deliver a package and found her unconscious. The patient was frothing at the mouth, having spastic movements, and was unable to be aroused. The sister called the paramedics who found the patient¿s blood glucose (bg) was 24 mg/dl and treated her with glucose. After the event the patient slept all day and her sister checked her frequently. Due to the glucose treatment her bg remained high for several hours. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.